Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing a revision knee using the srom hinged knee, there was a 12 x 75mm fluted tibial trial that was inadvertently left in the femur. The surgeon was using the femoral broach reamer with a 12 x 75mm fluted tibial stem trial attached to ream the distal femur for preparation of the femoral broaching when apparently the trial stem detached from the femoral broach reamer. It was discovered after a post-op xray that the stem trial was inadvertently left in the femur and was pushed on up the femur during preparation and implantation of the actual implants. There was no resistance or trouble finishing the preparation and implantation of the femoral components. Unsure what the lot number of the trial stem.